Manufacturer narrative:
(B)(4) per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report, the calcium in the lvot was unappreciated and oversizing of the valve may have contributed to the event. In addition, it was noted that there was calcium outside of the annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
After the implantation of a 23mm sapien 3 valve, the patient's blood pressure dropped and it appeared that a hematoma had occurred on the right ventricle to the septum. An annular rupture extended into the ascending aortic was also noted. A pericardial effusion was noticed and pericardiocentesis was performed. The patient left the room with the drain in the pericardium. Approximately 200ccs of blood were transfused. Per post procedural discussion, the calcium in the lvot was unappreciated and oversizing of the valve may have contributed to the event. It was noted that there was calcium outside of the annulus. The native valve annular diameter measured with an area of 356mm2 by CT. The native annulus was mildly calcified, the leaflets were moderately calcified and the aortic root was mildly calcified. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good.